Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the feeding artery of an intracranial tumor using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully implanted six non-penumbra coils and one smart coil in the target vessel using the microcatheter. While attempting to advance the next smart coil out of its introducer sheath, the physician experienced resistance and the smart coil became stuck in the middle of its introducer sheath; therefore, the smart coil was removed. The procedure was completed using two smart coils, twelve other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 11.0, 44.0, 78.0, 116.0 and 137.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If this occurs, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as kinks in the pusher assembly may result. During the functional test, the smart coil was able to be advanced from its returned position and out of its introducer sheath with resistance. The smart coil was then advanced through a demonstration microcatheter with resistance due to the kinks in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder